Manufacturer narrative:
The insulin pump had a button error alarm after boot up along with an intermittent button response on the esc button due to corroded keypad traces. The device had a cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer advised that they removed the battery for 10 minutes and it did not fix the issue. Customer blood glucose level was 304 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.